Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for six cortex screws, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient treated for a mandible fracture approximately 18 months ago developed a nonunion and had delayed healing. The surgeon confirmed through x-ray there was broken hardware and explanted the hardware. The patient¿s treatment included debridement, bone graft and a new rigid fixation. Patient was treated with antibiotics and is reportedly doing well. This report is for unknown six cortex screws, it is unknown which if any of these screws were broken. This is report 2 of 2 for (B)(4).